Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2016 the patient had an infection of the left frontal side. The infection was at that time healed with medication. On (B)(6) 2017 the infection returned and could not be healed with medication. The left lead was explanted and will be replaced in the future. Stimulation effect with one lead is not so good. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.